Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken at an unknown time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided. The corrected report was filed under 0001822565-2019-04395.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this complaint. This report should be voided and a corrected report will be filed under correct complaint.